Event description:
The company was made aware that the patient's device was explanted due to device failure and the patient was reimplanted with anotehr advanced bionics cochlear implant on (B)(6) 1997.